Manufacturer narrative:
One cardiomems hospital system with pn cm3100 and sn: (B)(6) was received for evaluation. Visual inspection observed that the antenna/wand cable was frayed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming frayed wires of the cm3100 antenna and wand cable. The hospital electronics system was replaced and there were no adverse consequences reported by the customer.